Manufacturer narrative:
The implant was not returned for evaluation; however, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was not providing adequate therapy. The patient lost therapy a couple weeks ago, and the ipg is inoperable. As a result, surgical intervention may occur to address the issue.